Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant indications for use. It was reported that ¿now, it's doing some funny things - after finally get connected, after 10-12 minutes, it says 'deliver bolus, ' and then 'goes locked out immediately.' The patient stated that last night, they had tried 3-4 times in a row, and it said, 'locked out 24 hours.' The patient had 6-hour lockout 'but the last one was 24 hours.' They would attempt to request the bolus again right after the request because they were not sure if they went through or not. The patient mentioned that they 'kept on doing it' to see if they got the bolus or not. The patient stated that typically they have been getting lockouts of 3-4 hours. When the agent inquired event date, the patient stated that 'really the last couple months, but actually, I've been seeing the shorter ones for longer period of time than the longer ones.' The patient mentioned that there was a time they saw a lockout of 5 minutes, so they were not sure if the bolus went through or not. While on the call, the patient mentioned that they called their doctor's office, who provided them with medtronic representative number earlier today, so medtronic rep who told them there was a known problem and redirected the patient to a patient answering technical service (pats). The agent assisted the patient in connecting to their pump and accessing their therapy details locked out: ¿bolus restriction window limit reached bolus duration 4 minutes lockout duration10 minutes bolus restriction window 5 boluses / 24 hours boluses per day 5.¿ the patient stated that they thought 10 minutes was too short and a bolus should last an hour once it is released. The patient believes the pump med was 'morphine I think.' The agent reviewed considerations and reviewed keeping a manual log of when they are requesting boluses and the corresponding screen. The patient stated that they wished they could just get their own report. The agent redirected patient to their healthcare provider to further address the issue. Additional information was provided from a consumer (con) stated that 'lately,' then stated 'for the past couple of months,' the interval between powering up the device and being able to request/receive a bolus has been getting longer and longer. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 127 kb. The agent assisted the patient in connecting to their pump and the handset was 'much faster,' and normally it would take them 10 minutes to connect to the pump but this time it took 10 seconds. The patient showed a 6-hour lockout.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.